Event description:
New information noted that the device was reprogrammed to resolve the impedance issue. To confirm the circuit was able to deliver high voltage therapy successfully, the patient was brought into the lab and a synchronized shock was delivered. Patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of revealed low lead impedance on the right ventricular lead. No intervention was performed at the time. Patient was stable throughout event and would be monitored.